Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 325 mg/dl. The customer's mother stated that the customer's blood glucose levels had been high for a week prior to the event. At the time of the phone call, the battery cap could not be removed from the insulin pump to replace the battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.